Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was not implanted. If explanted; give date: n/a (not applicable). Lens was not implanted the intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the sensar intraocular lens (iol) haptic was stuck in the iris during insertion. The lens was partially inserted and had to be taken out because if the surgeon continues to advance it, it would cause damage to the iris. There was no additional surgical intervention required and no injury reported. No further information was provided.